Event description:
Additional information received reported the cause of the event was a misunderstanding of the alarm date. It was confirmed there were no signs or symptoms associated with the event. The outcome to the patient was no injury. It was reported the type of medication being delivered via the device system was unknown baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported the low reservoir alarm occurred on (B)(6) 2013 and the patient¿s parents had brought the patient to the clinic thinking the pump was empty. The parents did not realize the alarm was to state ¿to have refill soon¿. The parents were instructed on alarms again the by nurse. The misunderstanding was on the part of the parents and the alarms functions as expected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that alarm was heard. The low reservoir date was (B)(6) 2013 and low reservoir volume was set at 2ml. The pump would have been empty around (B)(6) 2013 but telemetry had not been done to confirm the alarm. The patient was not experiencing any symptoms. It was noted a missed refill possibly occurred as the reporter was questioning if a priming bolus was needed after a missed refill appointment. Pump was infusing gablofen. Additional information has been requested, but was not available as of the date of this report.